Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had failed downstream occlusion test with false alarms in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'failed ds occ test at 3. 8 psi' was reproduced. A review of the event history log (ehl) revealed occurrences of downstream occlusion messages. The reported condition was verified. The cause of the condition was determined to be a faulty force sensor. The downstream sensor assembly will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.